Event description:
It was reported that a pta balloon used to treat an in-stent restenosis in the superficial femoral artery, was difficult to deflate and required puncturing with a guidewire in order to be deflated and removed from the pt. No pt injury.

Manufacturer narrative:
The lot number has been provided and a review of the device history records is currently being performed. The complaint sample has been returned and the investigation is underway.